Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. E1: phone: (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Cook was notified that a type 1b endoleak was present on a zenith flex with spiral-z technology aaa endovascular graft iliac leg. The 83-year-old male patient had undergone endovascular aortic repair (evar) on (B)(6) 2013. The following cook devices were implanted during the procedure: zenith flex aaa endovascular graft bifurcated main body (rpn: tffb-36-113-zt), zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: zsle-16-74-zt) and zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: zsle-20-74-zt). The patient underwent a fenestrated endovascular repair on (B)(6) 2020 where a custom-made device cook (rpn: thoracoabdominal-sidebranch) was placed. The aneurysm sac continued to enlarge to approximately 11 cm. The patient underwent open repair due to a type 1b endoleak on the left limb. When the open repair was performed, the aneurysm sac measured 15 cm. During the procedure, an external cuff was applied to the left side to treat the type 1b endoleak. However, there was still evidence of a type 1b on the right limb. A cuff was applied to the right limb, and this resolved the type 1b endoleak. During the open repair the physician also identified a persistent type 3b endoleak on patient's left lateral wall. The endoleak was approximately 1 cm above the bifurcation. The type 3b endoleak on the zenith flex aaa endovascular graft bifurcated main body was repaired by suturing the hole during the open repair. The focus of this report is the type 1b endoleak on the zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: zsle-20-74-zt) that was repaired with a cuff in an open repair. Additional reports will be submitted for the type 1b endoleak on the other zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: zsle-16-74-zt) and the type 3b endoleak on the zenith flex aaa endovascular graft bifurcated main body (rpn: tffb-36-113-zt).

Manufacturer narrative:
Event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury and/or reportable product malfunction. The complaint investigation did not confirm the type ib endoleak associated with this report based on review of the imaging provided. The image reviewer stated, ¿the complaints of type ib zsle endoleaks and tffb endoleak are not confirmed." It is believed that the customer inadvertently provided information for multiple patients which resulted in contradictory information being reported by cook. The initial complaint report narrative of an open repair, a line drawing of the main body endoleak found at this open repair, and 2018 planning and sizing reconstructions from an untreated 71-year-old patient do not match the provided imaging, the other facts in the complaint report, or the provided supporting documentation. The majority of the imaging and provided supporting documentation belong to an 83-year-old patient who was originally treated in 2013 with the complaint devices and further revised in 2020 with a t-branch cmd. A type iiib endoleak was discovered 8 years post implantation through the stretched fabric of a left zsle-16-74 (reported under 1820334-2025-00196). There was no imaging evidence of an open repair. Lastly, the imaging did not provide evidence of or even the potential need for right or left cuffs.¿ this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.